Event description:
It was reported that the green inflation port had broken off and the customer was unable to deflate the cuff. They had already tried to slide a slip tip syringe to the left of the inflation port but they were unable to draw out any water from the cuff. The representative suggested that they trim the excess catheter length but leave enough to be able to get a firm grip on the catheter and lube the anus around the entry point in a similar fashion to performing a rectal exam. Then, suggested to slowly pull on the catheter, which would cause the fluid to release due to pressure on the cuff during removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "supplier defect". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the green inflation port had broken off and the customer was unable to deflate the cuff. They had already tried to slide a slip tip syringe to the left of the inflation port but they were unable to draw out any water from the cuff. The representative suggested that they trim the excess catheter length but leave enough to be able to get a firm grip on the catheter and lube the anus around the entry point in a similar fashion to performing a rectal exam. Then, suggested to slowly pull on the catheter, which would cause the fluid to release due to pressure on the cuff during removal.